Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Product code, lot number and UDI are unavailable associated medwatch number :-1221934-2018-54569.

Event description:
It was reported that the patient had a tibial widening after screw insertion for about 8 months. There were no patient consequences. The actions taken for the procedure were observation. The information being submitted for this complaint has all the details that are known/available regarding this event.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate UDI: product code, lot number and UDI are unavailable. Associated medwatch report number: 1221934-2018-54569.

Event description:
On 11september2018 it was noted no additional information has been provided for this complaint.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device was not returned by the customer device was still implanted in the patient therefore, device is not available for a physical evaluation. It was reported the tibial widening after screw insertion, (8-month post op review). No pictures/x-rays were provided. This complaint is not confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. Furthermore, no lot number or part number were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number are not available. Associated medwatch report number: 1221934-2018-54569.